Manufacturer narrative:
The authorized service personnel (asp) replaced power supply and the device is charging again device passed performance verification and it's back in service. There's no battery problem. The power supply is not charging the battery.

Manufacturer narrative:
The v60 power supply was returned for analysis. Visual inspection revealed no evidence of damage or contamination. Failure investigation (fi) was performed. The power supply was installed in the fi test ventilator to duplicate the reported problem. The power supply was tested, and the root cause was determined to be the shorted cr8 and q9 created the 0 volt output, therefore when ac power is not available the backup battery cannot be charged.

Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer reported that the battery is not charging even when the power cord is plugged in. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.